Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the system pcb assembly and then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that when powered on, it will not complete the boot-up process.  There was no patient use associated with the reported event.